Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company with a product complaint, concerns a patient of unknown age, gender, and ethnicity. The patient was taking an unspecified medication via humapen savvio pen (pink) for the treatment of an unknown indication. On (B)(6) 2017, the humapen savvio pen (pink) could not be set anymore. It was noted that normally the injection screw pushes forward when the cartridge was getting empty but the injection screw of this pen fell back again each time, was defective ((B)(4)/lot number 1303v10). The operator of the device and training status were not known. The duration of use for the device model and approximated device age was unknown. The humapen savvio (pink) device was returned to the manufacturer on 11may2017. Update 08jun2017: updated the medwatch fields for the device.

Manufacturer narrative:
Narrative field: new updated and corrected information is referenced within the update statements. Please refer to statement dated 11jul2017.   No further follow up is planned. Evaluation summary a patient reported that a humapen savvio device could not be set and the injection screw of "falls back again each time." Verbal patient feedback and initial screening of the device associated the case with the reportable malfunction "face clutch engagement failure." Investigation of the returned device (batch 1303v10, manufactured march 2013) determined that this case was not associated with the reportable malfunction "face clutch engagement failure," but was caused by misuse related damage to the front housing of the pen injector, which is not considered to be a reportable malfunction. The identified use-related damage to the pen injector housing (a portion of the front end of the pen housing was broken off) could result in difficulties attaching the cartridge holder with the insulin cartridge or an incomplete attachment, which would be noticeable to the patient due to the absence of tactile feedback. The instructions for use state clearly not to use the pen if any of the parts appear broken or damaged. There is evidence of improper use. The damage to the device occurred while in the field (not related to the manufacturing process).

Event description:
Lilly case ID: (B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company with a product complaint, concerns a patient of unknown age, gender, and ethnicity. The patient was taking an unspecified medication via humapen savvio pen (pink) for the treatment of an unknown indication. On (B)(6) 2017, the humapen savvio pen (pink) could not be set anymore. It was noted that normally the injection screw pushes forward when the cartridge was getting empty but the injection screw of this pen fell back again each time, was defective (product complaint 3995968/lot number 1303v10). On (B)(4) 2017, the device was evaluated and no damaged was observed on the face clutch, preload piston, or the tab disc. It was noted that the only damage noted was to the housing collar which was broken. The operator of the device and training status were not known. The duration of use for the device model and approximated device age was unknown. The humapen savvio (pink) device that was manufactured in mar 2013 was returned to the manufacturer on 11may2017. Update 08jun2017: updated the medwatch fields for the device. Update 26jun2017: additional information received on 26jun2017 from global product complaint database. Updated malfunction from yes/cirm to no. Case changed from valid to non valid as a result. Corresponding fields and narrative updated accordingly. Edit 29jun2017: upon review, the report type was changed from non-valid spontaneous to spontaneous. Update 11jul2017: additional information received on 11jul2017 from the global product complaint database. Entered device specific safety summary (dsss), updated the medwatch fields and the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction type from cirm to not cirm for device associated with (B)(4). Added date of manufacturer for device. Case priority downgraded as a result of malfunction type changed to not cirm. Corresponding fields and narrative updated accordingly.